Event description:
The pt received his scs system, including an ipg, on (B)(6) 2010. It was reported the pt can no longer establish telemetry between his ipg and charging system or pt programmer. In addition, the pt has reportedly lost stimulation. A new charging system and programmer were sent to the pt; however, neither of the replacement devices resolved the issue. The pt is working closely with his physician to determine the next course of action. No further pt complications were reported.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.